Event description:
It was reported that the patient had a diagnosis of (B)(6) from a culture taken from the device pocket. The device and leads were explanted and the patient was given antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concommitant products: 5076 implantable pacing lead 2008 (B)(6), 6947 implantable defibrillator lead 2008 (B)(6). (B)(4).